Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the phacoemulsification surgery upon implantation of intraocular lens (iol) implant noticed a notch on the lens. The lens was cut out and replaced with new lens during initial procedure.additional information has been requested.

Manufacturer narrative:
Correction information provided in d.4. The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).